Event description:
It was reported that a patient's right atrial lead saw its pacing impedance fall below lower limits on (B)(6) 2022. Noise was also noted on the lead. The device was reprogrammed, and the patient expressed no symptoms. No further information has been provided.

Event description:
New information notes that the lead in question was capped and a new lead on (B)(6) 2022, and that afterwards the patient was stable.